Event description:
Burn to stomach and red abrasions to abdomen. Consumer placed the gel, which comes with the product, to the abdomen area and wrapped the belt around their waist as indicated in the instructions (instructions not available). Consumer set the belt to level 1. Consumer said they felt a tingling feeling. The following night, consumer placed the belt to their waist and set to level 2. Consumer experienced the same problem. Consumer removed the belt and noticed red abrasions to their abdomen area. The next day, consumer placed the belt onto their waist area and set the belt to level 2. Consumer removed the belt and discovered a burn hole on their stomach. Consumer applied water for rx. Consumer went to physician, who determined that consumer sustained an electrical burn over the stomach. Physician prescribed consumer with antibiotics. Consumer feels that the energizer belt poses an electrical burn hazard.